Manufacturer narrative:
There was not a pt present at this time. The device has not been returned to manufacturer.

Event description:
A medtronic representative called to report the camera would loose optical tracking and begin cycling intermittently. There was not a pt present at this time.